Event description:
During an in-clinic follow up, noise episodes were noted on the right ventricular (rv) and right atrial (ra) lead. Fluoroscopic imaging was performed and revealed lead slack issue to the rv lead and dislodgement to the ra lead. The rv lead was explanted and replaced; while the ra lead was repositioned to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer information: 2938836-2019-17579. During an in-clinic follow up, noise episodes were noted on the right ventricular (rv) and right atrial (ra) lead. The rv and ra leads were repositioned to resolve the event. The patient was stable with no consequences.